Event description:
It was reported that during tka, after the trials in a rom were assessed, doctor decided to take more tibia. Wanted to use the virtual angel wing to confirm new cut. The navio monitor was not facing the surgeon, so it was rotated to face the surgeon. When rotating the monitor, the screen went gray. Touched the screen and dragged finger across it, and little black xs appeared displaying finger path. About two seconds after that, and error screen displayed. Surgery was completed as a manual procedure, delay of less than 30 minutes and no patient injuries were reported.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. Review of the log files did not confirm the issue. The case was navigated through the workflow as expected, and then back to the cut tibia screen. Then, it moved forward in the workflow again and there was a user generated exit. There is no indication of an error being presented to the user or any other application software issue. Instead, it appears that the user requested to exit either intentionally or unintentionally. It is possible that the there was an issue with the monitor that caused it to gray out instead of displaying properly, allowing the user to inadvertently exit while that the screen was gray. No problem found with the software. Without supporting clinical/medical documents, a thorough clinical/medical investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed.

Manufacturer narrative:
H10 h11: b1, b2, h1, h2, h6; corrected information.